Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall off test. The cause for failure was the ECG b dome broke off the j7 jumper. Additionally, the tactile motor shaft was clogged with rtv. The root cause for the broken ECG b dome and excess rtv was unable to be positively identified. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.